Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump received with stripped battery cap coin slot (p) noted.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the button was not been responding. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.